Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612 / 9353566) was impeded in the middle section of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31103122) and could not be further advanced. The physician removed the microcatheter and the stent from the patient. The stent was replaced, and the physician completed the procedure using the original prowler select plus microcatheter. There was no report of any negative patient impact. On 05-may-2025, additional information was received. Per the information the procedure was targeting the middle cerebral artery (mca). An adequate continuous flush was maintained through the microcatheter. The information confirmed there was premature detachment of the stent; the premature stent detachment occurred when the introducer was going into the microcatheter. Aside from the premature detachment, there was no damage noted on the stent / stent delivery system. Nothing unusual was noted about the system prior to use. The replacement stent was not another 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612). The information confirmed there was no negative patient impact and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31103122) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damages was observed. The inner diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. A lab sample guidewire was attempted to be advanced through luer hub of the microcatheter to the distal end; however, it was impeded at 65 cm from the proximal end of the microcatheter. A dissection was made, and dried blood and dried saline residues were found occluding the microcatheter. The complaint is confirmed based on the occluded condition of the microcatheter. Although a continuous flush was reported, the dried saline residues suggest that the flush was insufficient as according to risk documentation, an insufficient flushing can compromise the performance of the therapeutic device. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. The instruction for use (IFU) contains the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. A review of manufacturing documentation associated with this lot (31103122) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 27-may-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b4, d9, g3, g6. H2, h3, h6, and h11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.